Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps (mbf) moved non-intuitively. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument collided with the other instrument. There was no abnormal movement of the instrument. There was no shakiness or friction experienced. There was no patient injury, and the procedure was not delayed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed an electrical continuity test. The instrument released energy. No arcing was observed. Additionally, the fa found charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result, the electrode was exposed.